Event description:
A report was received via social media that the patients non rechargeable ipg was non functional within two months from implant procedure. The patient underwent an explant procedure. No further information could be obtained.